Manufacturer narrative:
A carefusion field service engineer (fse) was dispatched to evaluate the ventilator. The fse replaced the gas delivery engine (gde) to resolve the issue and verified ventilator performance within specification following service.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that their avea ventilator generated "circuit occlusion" and "extended high ppeak" alarms. In troubleshooting the issue, the customer determined the active inspratory pressure ad count was 2041, stored value was 2033; expiratory pressure ad count was 2185 and stored value at 2055. The customer reported there was no patient involvement associated with the event.